Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having keypad issues on her insulin pump. The customer stated she got received a failed battery alarm. When she replaced her battery, she still received a failed battery test. The customer's blood glucose was 136 mg/dl. No additional information provided.